Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g1, h6.

Event description:
Physician reports rupture of the prosthesis that was noted on the ultrasound scan. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Initial reporter postal code : (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture of the prosthesis that was noted on the ultrasound scan. The device has been explanted. This relates to the left side.